Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated several invalid impedance values. An x-ray confirmed the lead had migrated out of the epidural space. Subsequently, surgical intervention was undertaken (date unknown) during which the lead was repositioned.